Event description:
The customer reported to olympus, the video system center, an olympus asset, had no image. It is unknown when the issue was found. Upon examination it was found that one end of the cable connector was loose. Once the serial digital interface cable connection was reseated, the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that no image is displayed due to a loose cable connection. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred after an unspecified procedure.